Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP alleging the device "smells like burnt plastic". There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The patient additionally reported the device stopped working and it smelled like burned plastic. The device was plugged in and would not turn on at the time the odor was noticed by the patient. The patient did not report any smoke coming from the device. The patient did not observe any flames. There was also no evidence of melting, warping, or voids/gaps in the enclosure. The power cord and/or power supply was not damaged. There was no evidence of exposed wiring. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a wall outlet. A night light was plugged into the same receptacle as the device. The patient was not using any other medical devices. The patient nor any other household member is a smoker. There was no property damage beyond the device. The patient was advised of the device warranty expiration (10/10/2025) and was also advised to take the device to a dme for repairs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation 2 advanced auto CPAP alleging the device "smells like burnt plastic". There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The patient additionally reported the device stopped working and it smelled like burned plastic. The device was plugged in and would not turn on at the time the odor was noticed by the patient. The patient did not report any smoke coming from the device. The patient did not observe any flames. There was also no evidence of melting, warping, or voids/gaps in the enclosure. The power cord and/or power supply was not damaged. There was no evidence of exposed wiring. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a wall outlet. A night light was plugged into the same receptacle as the device. The patient was not using any other medical devices. The patient nor any other household member is a smoker. There was no property damage beyond the device. The patient was advised of the device warranty expiration (10/10/2025), and was also advised to take the device to a dme for repairs. The patient subsequently reported the device no longer has pressure, the screen "lights up", an error code is displayed, and the device smells burnt. The device was returned to a third party service center for evaluation. The device was still under warranty. The customer complaint was not able to be confirmed/reproduced. The device passed a performance test. Error code 15 (indicating an issue with the cpu), error code 30 (indicating an issue with the motor connection, blower box, and/or the pca), and error code 400 (indicating a cyclic redundance check failed) was found in the the device log history. The device was observed to have blower box contamination, blower contamination, blower outlet seal/isolator with contamination, and the device had functional failure. The device was scrapped. Update: manufacturer tab: section h: device problem code updated. Evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.